Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod pc into the target vessel using the lantern. While packing approximately 30 centimeters of the pod pc into the target vessel, the pod pc kept kicking back the lantern, and subsequently, the physician decided to remove the pod pc. However, while retracting the pod pc into the lantern, the pod pc unintentionally detached. Therefore, the physician pulled the detached pod pc out of the lantern, the procedure was completed using two ruby coils and the same lantern. There was no report of an adverse effect to the patient.